Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the flexibility adjustment ring had a scratch, the suction cylinder had no color, the switch box had a scratch, and the screw stopper was replaced for preventive maintenance. In addition, the bending angle in the down direction does not meet the standard value, the plastic distal end cover had a chip, and the connecting tube coat was peeled. Due to clogging of the jet tube in the control unit, water cannot be supplied, and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the jet tube, air/water tube, and air/water cylinder had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.